Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver was analyzed, and the complaint was not confirmed by failure analysis. Customer reported the joint was loose and difficult to control. Failure analysis found the instrument passed all inspections and functional tests with full range of motion, no loose or broken components, and no motion-related issues; therefore, the customer-reported event could not be verified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the large needle driver instrument was loose in the joint and it was difficult to control. The procedure was completed with no reported injury.